Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control performed a clinical review of the reported patient event and also concluded that the device usage did not contribute to the patient outcome. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. A backup device was available and was immediately used. The patient, a (B)(6) year old female did not survive. The customer, a health care professional advised that they believe the device use did not contribute to the patient outcome as a backup device was immediately used. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.